Event description:
After deployment post cath, pulses became absent. Foot indicating a white color/no blood flow to foot. Pt to or for extraction of angioseal and evaluation of pedal arteries. Pt to or for right femoral artery exploration femoral artery embolectomy & extensive patch angioplasty repair of common femoral artery.